Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer report was not duplicated or confirmed. The device was subjected to extensive troubleshooting which included bench handling, power cycling and full functional testing. A visual inspection of the device did not yield any discrepancies. The multifunction connector was replaced proactively. The customer was also sent a replacement connector. Its important to mention the activity logs on the event date were erased prior to return to zoll. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device restart/reboot itself multiple times. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.